Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak and the reported patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effects of ventricular fibrillation and death as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery (rca) a perforation occurred which required the use of a graftmaster stent. The 3.5 x 19 mm graftmaster stent was implanted, but the perforation was not sealed. Pericardiocentesis and open chest massage was performed; however, the patient died due to ventricular fibrillation asystole. No additional information was provided.